Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to high blood glucose on (B)(6) 2018 with blood glucose level was above 450 mg/dl. The customer current bg level was 160 mg/dl. The customer was treated with intravenous and humalog. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting. The insulin pump will not be returned for analysis.